Manufacturer narrative:
Follow-up # 2 - 07/21/2015 correction supplemental sent to correct information previously sent. Alert date for previous supplemental should be 7/14/2015.

Manufacturer narrative:
Follow-up # 3 - the lay user/patient¿s control solution and test strips have been returned and evaluated by lifescan product analysis with the following findings: the control solution passed all testing with no faults found. The reported issue could not be confirmed. The test strips failed testing. The test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial to check the structural integrity. The structural integrity of the test strip vial was found to be intact during a gross leak test. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging obtaining inaccurate erratic control solution result. The reporter claimed obtaining a control solution result of ¿120 mg/dl¿ which fell within the specified control solution range printed on the test strip vial and ¿150 mg/dl¿ which fell above the specified control solution range printed on the test strip vial. This complaint is being reported because the alleged inaccuracy control issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #3 - correction and additional information: additional testing were performed on the desiccant within the subject vial. It was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.